Event description:
Customer called to report unresponsive buttons on the insulin pump. The screen appeared to have had water or sweat underneath it. Blood glucose reading was 158 mg/dl. The customer mentioned that the insulin pump was exposed to sweat during excercise. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found under the screen, electronic assembly or motor. Minor scratched lcd window, cracked display window corner and cracked belt clip slot at battery tube threads noted.